Manufacturer narrative:
On (B)(6) 2016 03:59 pm (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4). The device has been requested but not yet returned. A supplemental medwatch will be submitted upon receipt of additional information.

Event description:
On (B)(6) 2016 03:49 pm (gmt-4:00) added by (B)(6) ((B)(4)): it was reported at the end of priming, when the set was put under pressure, a leak was noticed at the connector located at the venous bag. A crack was observed on the connector. As it occurred just before the beginning of the ecc procedure, the set was replaced before the connection to the patient. Thus, no clinical consequence was reported. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) requested the product back for investigation but has not received it. A supplier complaint has been initiated: supplier investigation statement has been received: the most probable root cause could be determined as mounting failure. Device history record of the reported lot 92158421 has been investigated with no abnormality found. The investigation shows that the failure could be caused by a small crack on the connector and the operator did not realize it during assembly. Or the connector could be damaged during assembly process. Therefore, as a corrective action, training has been performed with the explanation of the assembly of the connector. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
(B)(4).